Event description:
Analysis of the wand was completed on 03/23/2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the tablet was completed on 03/26/2015. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that the tablet was giving the message "cannot open port". The usb cable was removed and reinserted; however, the message did not resolve. The physician was provided a new programming tablet. The handheld and wand were received for analysis. Analysis is underway, but has not been completed to date.